Event description:
Bayer case number: (B)(4). Pain has been almost daily for the last 8 months or so, worsening pelvic pain especially on the right side [pelvic pain female]. Neck pain episodes [neck pain]. Reduced vision [vision decreased]. Clouded vision [cloudy vision]. Joint pain throughout the body with progressive occurence [generalized joint pain]. Extreme fatigue [fatigue extreme]. Hemorrhagic menstrual periods [heavy periods]. Painful menstrual periods [pain menstrual]. Blocked joints [joint disorder]. Lower back pain [low back pain]. Worsening symptoms during menstrual periods and ovulation [menstrual disorder]. Palpitation [palpitation]. Shortness of breath [shortness of breath]. Bloated [bloating]. Painful stomach [pain stomach]. Gas [gas]. Itchiness throughout the body [itching - generalised]. She was searching for her words with increasing frequency [word finding difficulty]. Hair loss [hair loss]. Marked increase in the size of the thyroid [enlarged thyroid]. Excessive nocturnal sweating [night sweat]. Difficulty walking for long periods [difficulty in walking]. Feeling of heavy legs [heaviness in limbs]. Irregular menstruations [irregular menstruation]. Cyst on ovary [cyst ovary]. Asthenia [asthenia]. Mechanical joint pain [joint pain]. Crack (first metatarsal) [fractured metatarsal]. Foot pain [foot pain]. Bursitis (third metatarsal) [bursitis]. Digestive disorders, [digestion impaired]. Memory disorder [memory disturbance]. Speech disorders [speech disorder]. Eye dryness [eye dryness]. Eye infection [eye infection]. Heart disorders [heart disorder]. Shortness of breath [shortness of breath]. Abdominal pain [abdominal pain]. Case narrative: the below report was received by health authority ansm - heath authorities in france (reference number: r1700738) on 17-jan-2017. The most recent information was received on 29-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain has been almost daily for the last 8 months or so, worsening pelvic pain especially on the right side") in an adult female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tobacco user, thyroid nodule, tonsillectomy, appendectomy, cesarean section, triplet pregnancy, parity 4 (born in 1989 and 1995: respectively 1 single pregnancy and a triple pregnancy (cesarean section) and breast microcalcification. Previously administered products included: implanon. The patient had a family history of breast cancer (mother and 2 aunts). Concurrent conditions were listed as blood pressure high and body mass index normal. On (B)(6) 2011, the patient had essure inserted. In 2011, she experienced neck pain ("neck pain episodes"), visual impairment ("reduced vision"), vision blurred ("clouded vision"), generalized joint pain ("joint pain throughout the body with progressive occurence"), fatigue ("extreme fatigue") and dysmenorrhoea ("painful menstrual periods"). In 2014, she experienced goitre ("marked increase in the size of the thyroid"). On unknown date, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("hemorrhagic menstrual periods"), arthropathy ("blocked joints"), back pain ("lower back pain"), menstrual disorder ("worsening symptoms during menstrual periods and ovulation"), palpitations ("palpitation"), a first episode of dyspnoea ("shortness of breath"), abdominal distension ("bloated"), abdominal pain upper ("painful stomach"), flatulence ("gas"), pruritus ("itchiness throughout the body"), aphasia ("she was searching for her words with increasing frequency"), alopecia ("hair loss"), night sweats ("excessive nocturnal sweating"), gait disturbance ("difficulty walking for long periods"), limb discomfort ("feeling of heavy legs"), menstruation irregular ("irregular menstruations"), ovarian cyst ("cyst on ovary"), asthenia ("asthenia"), joint pain ("mechanical joint pain"), foot fracture ("crack (first metatarsal)"), pain in extremity ("foot pain"), bursitis ("bursitis (third metatarsal)"), dyspepsia ("digestive disorders,"), memory impairment ("memory disorder"), speech disorder ("speech disorders"), dry eye ("eye dryness"), eye infection ("eye infection"), cardiac disorder ("heart disorders"), a second episode of dyspnoea ("shortness of breath") and abdominal pain ("abdominal pain"). At the time of the report, the outcomes for pelvic pain, neck pain, visual impairment, vision blurred, generalized joint pain, fatigue, heavy menstrual bleeding, arthropathy, back pain, menstrual disorder, palpitations, abdominal distension, abdominal pain upper, flatulence, pruritus, aphasia, alopecia, goitre, night sweats, gait disturbance, limb discomfort, menstruation irregular, ovarian cyst, asthenia, joint pain, foot fracture, pain in extremity, bursitis, dyspepsia, memory impairment, speech disorder, dry eye, eye infection, cardiac disorder, abdominal pain and the last episode of dyspnoea were unknown. The reporter considered abdominal pain, joint pain, asthenia, bursitis, cardiac disorder, dry eye, dyspepsia, the second episode of dyspnoea, eye infection, foot fracture, memory impairment, menstruation irregular, ovarian cyst, pain in extremity and speech disorder to be related to essure administration. No causality assessment was received for essure with regard to neck pain, visual impairment, generalized joint pain, fatigue, heavy menstrual bleeding, arthropathy, back pain, pelvic pain, menstrual disorder, palpitations, the first episode of dyspnoea, abdominal distension, flatulence, pruritus, aphasia, alopecia, goitre, vision blurred, night sweats, gait disturbance, limb discomfort, dysmenorrhoea or abdominal pain upper. The reporter commented: that she was not receiving medical treatment as doctors had not found any illness. She would perform some tests for metal allergies, an abdominal ultrasound and a blood test. Insertion date: 4 visible coils on the left side, 3 visible coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.827 kg/sqm. [Light chain analysis] on (B)(6) 2017: 8.7; on (B)(6) 2018: 10.7. [Magnetic resonance imaging pelvic] on (B)(6) 2018: stability of one lesion (left femur) and no additional bone lesion; (date: unknown): 2 suspicious lesions (size of 15mm on left femur and 5mm on left acetabulum). [Spinal x-ray] in 2012: results: nothing abnormal that could explain the symptoms; on (B)(6) 2012: did not show any anomaly [ultrasound doppler] on (B)(6) 2025: atheromatous infiltration of supra-aortic trunks on the neck level (micro plaques. 1mm) and diffuse atheromatous infiltration (femoral plaque 3.5mm) without hemodynamic stenosis. Early medial calcification of the leg; an echocardiogram, at rest, was within normal limits [ultrasound pelvis] on (B)(6) 2014: results: no abnormal findings; in 2016: results: no abnormal findings. [Ultrasound thyroid] on (B)(6) 2014: results: marked increase in the size of the thyroid [x-ray] on (B)(6) 2011: x-ray showed implants in each tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.344 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: 29-may-2026: medical record received. New events irregular menstruation, cyst ovary, asthenia, mechanical joint pain, foot fracture, foot pain, memory disorder, speech disorder, eye dryness, abdominal pain eye infection, heart disorder, shortness of breath was added. Lab data, additional reporter medical history were updated. Further company follow-up with the regulatory authority is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.